Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning due to low impedance. It was also noted there was an insulation failure. The lead was capped and replaced. No patient complications have been reported as a result of this event.